Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: h6: the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening and pain. However, this cannot be confirmed as the devices were not available for evaluation and images/pre-revision radiographs were unable to be obtained.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, h6 clinical code, device problem code, component code, types of investigation, investigation findings, investigation conclusion codes. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
Concomitants: 02-022-35-2511 - truliant tib imp ps insert sz 2.5 11mm, 02-022-55-2525 - truliant por tib tray size 2.5f/2.5t, 200-07-29 - advanced patella 29m 3 peg implant. The products are not returning as the customer is retaining the devices. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 57 yo female patient, initially implanted on (B)(6) 2021, underwent a right knee revision approximately 11 months post the initial implant procedure for pain and a loose femur. She was revised with competitors¿ devices. The patient was last known to be in stable condition following the event. The products are not returning as the customer is retaining the devices.